Manufacturer narrative:
Section a2, a3, a4 and a5: information requested but not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Section e1 - phone number: (B)(6). Clinical specialist was also on site after the event and reviewed the recordings of surgery. Device evaluation: the device was not returned for evaluation; therefore, no testing could be performed. The reported event cannot be confirmed. Since sn/lot number is unknown a manufacturer record review related to the device including device history record could not be performed. Based on the information obtained, there is no indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a posterior capsule rupture in the patient's right eye due to a chamber collapse while using several jnj products (phaco system, handpiece, tubing pack and phaco tip). Surgeon used alcon bag balanced salt solution. A triamcinalone assisted anterior vitrectomy was performed. A sulcus lens was implanted, ar40e. The doctor stated the chamber was very unstable when he was using the phaco and mentioned it was very difficult to maintain a chamber for this case which is very unusual. Post operative the patient had intra ocular pressure spike related symptoms. It was stated the surgeon uses venturi pump. No product is being returned. This report is for the veritas advanced infusion pack.